Manufacturer narrative:
According to the facility on (B)(6) 2026, during a diagnostic angiogram, the doctor used a 10 cc syringe to draw back blood into a contrast-filled syringe and then pushed forward as part of the standard process, and the 10 cc syringes cracked under normal pressure, causing a considerable amount of bloodborne pathogens to splatter staff and equipment. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility on (B)(6) 2026, during a diagnostic angiogram, the doctor used a 10 cc syringe to draw back blood into a contrast-filled syringe and then pushed forward as part of the standard process, and the 10 cc syringes cracked under normal pressure, causing a considerable amount of bloodborne pathogens to splatter staff and equipment.